Manufacturer narrative:
It is the opinion of e-z-em's medical director that rectal perforation is a rare but known complication of any procedure requiring the insertion of a tip into the rectum such as virtual colonoscopy, optical colonoscopy or barium enema. In this case the rectal tear may have occurred either during insertion of the tip due to the difficulty caused by the hemorrhoids or during insufflation of the balloon. Several published articles have documented the frequency of perforation during virtual colonoscopy to be lower than that found during optical colonoscopy. Minor tears in the rectum may allow gas to pass into the retroperitoneum documenting a perforation but may heal and not allow fecal material to pass and give rise to a retroperitonitis. This ae was treated correctly with IV antibiotics and observation and surgical repair was not needed. Perforation of the colon can lead to more severe consequences in the peritoneum but is very rare in vc. If left untreated, perforations of the rectum have the potential to cause serious harm or permanent injury.

Event description:
It was reported that the pt was scheduled for a virtual colonoscopy after a negative rectal exam. The pt was prepped and the technologist noted 2 large hemorrhoids (1 very large and 1 smaller one) as she was inserting the tip. After encountering some difficulty during insertion, the pt was asked to bring his knees closer to his face to aid in tip insertion. The pt was very tense, but did not mention pain during this part of the prep. The pt did mention that he was able to insert the suppository the morning of the exam. The tip was inserted and the technologist felt confident about the tip placement. The cuff was inflated using only 15cc of room air. Only 2 liters of c02 was insufflated into the colon prior to obtaining a scout film. A perforation was noticed on the lateral scout film and another scout film was taken with the pt supine. The radiologist was called as c02 was noticed in the retroperitoneal area. The pt walked to the ER and was sent to a major hospital. The pt appeared comfortable. Pt was put on IV antibiotics, chest x-rays were normal. The pt was hospitalized for 3 days. No surgery was performed but a colonoscopy is scheduled for 2007, as a follow up.